Manufacturer narrative:
(B)(4). Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent a decompression procedure at l3-l4 and l4-l5 using two interspinous spacer devices. Approximately 5 months post-operatively, the patient reported the return of symptoms with worsening pain when walking and standing. MRI was performed (results not provided). Treatment included hospital admission and the pain was reported as "severe - incapacitation, patient unable to perform daily activities". It was noted that the patient had a return of lss symptoms but it was also reported that "the relationship to the device was not related". Approximately 7 months post-operatively, the patient underwent removal surgery of interspinous implants at l3-l4 and l4-l5 and a posterior lumbar decompression and laminectomy at l2-l5. The patient was discharged after 4 days. The event was considered resolved 55 days after the revision surgery, according to the report.